Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving lioresal (500 at 300.21) via an implantable infusion pump. It was reported that the patient's low res alarm went off on (B)(6) 2020. It was noted that the patient was not compliant and missed two refills setup friday and monday. An empty pump had not yet been confirmed but with flow rate math it is expected to be empty. It was noted that the patient had not heard any active alarms. No symptoms were reported. No further complications have been reported as a result of this event.